Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient implanted with a neurostimulator. It was reported that during stage 2 surgery at the time of implantable neurostimulator (ins) insertion a problem was a identified with the bolt tightening part of the extension. The issue was noticed as soon as they "tied" the first bolt. As a result another extension was used, resolving the issue. It was noted that no surgical intervention occurred. There were no patient symptoms alleged and no further complications are anticipated.

Manufacturer narrative:
Analysis of the extension (serial no. (B)(4)) found that the conductor was broken 2.5 centimeters from the distal end. Analysis identified that the #3 connector was twisted in the molded rubber at the distal end of the extension. Analysis identified that the #3 conductor(s) was/were broken in the distal end of the extension; consistent with overstress damage. Electrical testing of the extension determined continuity was complete and no electrical shorts were identified between the circuits. Analysis determined conductor #3 broken/overstressed 2.5cm from the distal end of extension} conductor wire was broken due to overstress/damage. If information is provided in the future, a supplemental report will be issued.

Event description:
No additional information was received.

Manufacturer narrative:
Serial number corrected. If information is provided in the future, a supplemental report will be issued.